Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in november 2024. H11: sixty-five (65) unopened devices were received for evaluation. Visual inspection was performed on all the samples. The observations primarily consisted of cosmetic imperfections, dark spots, fibers, and particulate matter on the inlet tubing, white connectors, white spike connectors, spike connector caps, and packaging. The most common finding was embedded cosmetic imperfections and dark spots on the exterior surface of the inlet tubing, with additional observations of fibers and particulates on connector components and packaging materials. Isolated instances of yellow/brown discoloration on the packaging were also noted. Overall, the observations were minor, isolated, and cosmetic in nature, with findings limited to external surfaces, packaging, and component interfaces, and no particulate matter identified within the product fluid path. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eighty (80) exactamix non-vented high-volume inlets had particles. This was noticed before use. There was no patient involvement. No additional information is available.